Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a high blood glucose of 370 mg/dl and did not check ketones; the user replaced supplies and glucose returned to target about an hour and a half later, with no lot numbers available and no confirmed device or supply malfunction reported. Symptoms included hyperglycemia. Outcomes included user self-management with return to target range and no hospitalization. Investigation included troubleshooting and education provided to the user. Investigation of this case revealed no confirmed device issue and an unclear cause for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.